Manufacturer narrative:
The device was returned for evaluation. Per the evaluation, the brake assembly was loose causing the motor to pull/drag.should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the right side pulls while driving and braking. The device was returned for evaluation. Per the evaluation, per the evaluation, the brake assembly was loose causing the motor to pull/drag.